Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarms was reproduced during evaluation. Engineering determined the cause of the alarms to be a failed upstream sensor. As a result, the upstream sensor was replaced.

Event description:
It was reported that a pump was alarming for an upstream occlusion. There was no patient injury.